Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home patient awoke and found their transfer set disconnected from the patient line of the homechoice set. The home patient is not sure how they became disconnected. Baxter's technical service center assisted the home patient in ending therapy. Therapy was completed by setting up with all new supplies. No patient injury was associated with this incident, per the home patient. The home patient called their nurse and will be put on prophylactic antibiotics.